Event description:
It was reported that an unknown disposable was leaking. This occurred during an unspecified step of continuous ambulatory peritoneal dialysis therapy. The nurse reported that the patient may have used too much force while connecting, causing a split in the fill line up by the frangible. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed; therefore, the cause of the reported event was not determined. Should additional relevant information become available, a supplemental report will be submitted.